Manufacturer narrative:
(B)(4)

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
(B)(4). Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulation test). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is cracks due to possible user misuse, normal wear, or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation was damaged.